Event description:
It was reported that a loose telemetry port on the programmer was causing interference and a "bad" signal from the external leads. The programmer was returned for service. No patient complications have been reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer common mode wrist test out of specification due to a loose ECG (electrocardiogram) connector. (B)(4) rf (radio frequency) head uplink test out of specification; rf head cable found out of electrical specification.